Event description:
Surgeon found foreign body pieces during procedure in gallbladder cavity, suspected from trocars. Two types were used cat # co718 and cat # b5lt. Diagnosis or reason for use: lap chole with hernia repair.